Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: model: rvdr01, ipg; implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient presented after experiencing a syncopal episode. It was discovered that both the right atrial (ra) and right ventricular (rv) leads had "pulled back" and dislodged with no slack in the leads. This resulted in high thresholds and intermittent capture on the rv lead. The physician was able to reposition the ra lead, and chose to remove and replace the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.